Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. Hv therapies were programmed off and the patient expired some time after. No further information is available at this time.